Event description:
Non-delivery reported. The patient was receiving milrinone 40mg/200ml at 0.75mcg/kg/min (27.2ml/h). The pump had been infusing until approximately 9:02am when the device alarmed for an empty container. At 9:05am the pump was placed in stop mode without any further activity until 12 noon when the program was cleared. The patient had been experiencing some shortness of breath "long before the pump alarmed for the empty container, since back at 1am." At approximately 12 noon, the patient was observed to have progressive shortness of breath with cyanosis. At that time, the rn discovered that the pump was still in the stop mode and no delivery had occurred between 9:02am and 12 noon. She reports that "they expected an alarm would sound to alert the user that the pump was stopped." She states, "none of the nurses placed the pump in the stop mode instead of in reset. Perhaps a medical intern or resident did it while in with the patient and never told anyone." The pump was switched out and the milrinone infusion was re-started. The patient was also started on an unspecified amount of oxygen. The patient returned to baseline status after an unspecified period of time. Customer contact states "the non-delivery from 9 to noon did not directly cause the patient event as he had been short of breath prior to the stopped pump, when the milrinone was still infusing. It did not, however, help the situation." No add'l info was available.